Event description:
Boston scientific received information that during a generator change-out procedure; this right atrial lead was noted to have insulation issues approximately 14 to 15 cm from the terminal pin. A lead repair kit was used with medical adhesive and a suture sleeve installed over the area with the observed issue. No adverse patient effects were reported. The lead remains in service. Additional details were requested from the field representative, but at this time no further information is available. As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.